Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with five gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified a suspected type ii endoleak originating from multiple lumbar arteries. An intervention to treat the endoleak is not planned at this time. The physician will continue to monitor the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.